Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric automated peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) cephazolin 125mg/l, ip ceftazidime 500 mg/l, ip cefepime 500mg/l (frequencies and duration not reported) and oral voriconazole 200 mg twice a day (duration not reported). On an unreported date pd therapy was discontinued and the patient changed to hemodialysis therapy. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.